Event description:
It was reported that a precedex infusion was infusing on channel a at 2ml/hour. When the nurse attempted to adjust the dosage to channel a, the pcu indicated that channel a was off; however channel a was still powered on and scrolling the medication name across the pcu. In an attempt to reprogram channel a, the pcu alarmed system malfunction/error, and shut off, including all medications infusing on channel b and channel c. The patient was agitated prior to the error, however during the malfunction the patient's agitation became progressively worse, and violent. There was no significant patient harm.

Manufacturer narrative:
The reported issue of ¿displays no infusion¿ was confirmed through a review of the logs and duplicated during testing. No damage or anomalies were noted during physical inspection. Review of the pcu error log showed a system error 800.8000 occurred on (B)(6) 2019 at 12:12:39 am. When the module is in the error condition, the pump module was infusing, however the pcu displayed the module as it is in an idle state. Review of the pcu event log showed a safety clamp open alarm occurred while programming an infusion of dexmedetomidine. The start key was then pressed in quick succession to start the infusion and clear the alarm for safety clamp open by closing the door latch. Functional testing confirmed that key press replication produced a system error alarm on the customer¿s pcu which displayed 255-16-275 and scrolled with communication error on attached modules infusing. All pump modules that were previously programmed before the alarm continued to infuse at their previously programmed parameters. The root cause of the customer¿s report of system error was identified as a software anomaly that can occur when the user selects two functions at the same time or in rapid succession. In this case, a ¿safety clamp open¿ alarm occurred while programming an infusion of dexmedetomidine and then in rapid succession, the start button was pressed. This set the pcu in a state that can cause a system error the next time the device is selected, and an infusion is attempted to be started.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics have not been provided.

Event description:
It was reported that a precedex infusion was infusing on channel a at 2ml/hour. When the nurse attempted to adjust the dosage to channel a, the pcu indicated that channel a was off; however channel a was still powered on and scrolling the medication name across the pcu. In an attempt to reprogram channel a, the pcu alarmed system malfunction/error, and shut off, including all medications infusing on channel b and channel c. The patient was agitated prior to the error, however during the malfunction the patient's agitation became progressively worse, and violent. There was no significant patient harm.